Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to recognized the attached electrode pads. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. Review of the device logs identified no rescue records for the reported event date, indicating that a valid patient impedance was not achieved during use. Device logs confirmed the pads were connected and passing self-tests, and the device recorded power up in clinical mode. However, no event-specific impedance or coupling data was available because no rescue record was generated. The device was returned and evaluated, and functional testing confirmed the device operated as intended with no discrepancies observed. The device appropriately recognized simulated patient impedance and advised shock/no shock conditions during testing. The event pads were not returned for evaluation. Based on the available information, no device malfunction was identified. The IFU supports the importance of pad placement, and patient preparation to achieve patient to electrode pad coupling. Two separate devices reportedly exhibited similar behavior within minutes of each other, further supporting that the condition was not device-specific. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.